Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the results of the troubleshooting were unknown and they cause was not known. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating that the patient¿s implant wasn't doing what it was supposed to be doing because they would have a bowel movement and wouldn't even know they had done it and they have to wear a pad all the time. The patient stated the implant was supposed to help eliminate that and it has not done its job with bowel control. The patient also stated the device hadn't helped their bladder and they weren't having bladder problems until they started using the device. It was noted the patient felt stimulation in the correct area and they increased stimulation to 2.5v on program 4. The patient stated they would really like to get rid of this thing because it was driving them nuts. The patient was redirected to follow up with their healthcare provider to consider changing programs and address the symptoms. The patient stated they had been checking in with their doctor every 2 weeks and was going to talk to their doctor on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the device not working was that the device was off. The symptoms/issues were reportedly resolved. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that the interstim therapy was not doing what it was supposed to. Patient clarified this to mean that she was not received therapeutic effect for her bowel symptoms since she was implanted. Patient services had the patient synced with the implantable neurostimulator (ins) and determined that stimulation was off. Patient services assisted the patient in turning stimulation on, and they're using stimulation on program 4 at 1.7v. Patient confirmed that they're feeling stimulation in the target area now. The patient called later and stated she was still not getting good therapeutic benefit. The patient stated she was still pooping on herself and was not currently feeling stimulation. The patient was assisted in increasing stimulation to p4-2.0v and stated she felt it in the bicycle seat region strong/comfortable. Patient will monitor symptoms now that change was made and will follow up with hcp if doesn't resolve. The patient stated she will be seeing the doctor in 2 weeks. Additional information received from patient on (B)(6) reported that she wanted to check her setting to see if everything was ok and see if the implant was on or off because ¿this thing¿ (implanted device) was not doing what it was supposed to be doing and she was pooping on herself. Patient confirmed she got the device to help with this. Patient did not have access to patient programmer (pp) on the day of this call. The patient indicators for use were fecal incontinence and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event.